Event description:
The customer reported that the roller clamp is not stopping the flow of fluid. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. The customer did not specify if this was the initial use of the device. A review of the device history record did not reveal any related exception documents. The complaint database was reviewed and found no similar complaints, the possible root cause of the reported failure could be attributed to a higher durometer tubing, which may make the roller clamp difficult for some users to manipulate. A new roller clamp has been implemented to address this issue.